Event description:
The manufacturer received information alleging a ventilator was alarming and not powering on. The device was not in patient use.the ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.